Event description:
It was reported that on (B)(6) 2022,the package was found broken during inspection. It involved 130 pcs. All of the packages have the same exact type of hole. All devices have a sterility breach and all of the defects found during the same inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
Qn# (B)(4). Quantity of 130 devices were found during incoming inspection. From the pictures provided by the customer, the defect reported was confirmed a broken package - sterility compromised. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73c2200774 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4), the customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. It appears that there are two cracks near the tip of the devices where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73c2200774 was manufactured on 03/22/2022 a total of (B)(4) pieces. Lot was released on 04/06/2022. DHR investigation did not show issues related to complaint. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that on 26 oct 2022,the package was found broken during inspection. It involved 130 pcs. All of the packages have the same exact type of hole. All devices have a sterility breach and all of the defects found during the same inspection at the same time. The outer box was not damaged.